Event description:
It was reported to boston scientific corporation on feb 28, 2008 that an injection gold probe bipolar catheter was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in 2008. (Male patient; weight unknown).according to the complaint, during the procedure the needle would not retract.. The case was able to be completed with the subject injection gold probe bipolar catheter.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of by customer.